Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was fired and the clip was malformed. They tried it outside of the patient and found that it would only fire every third firing attempt. They used another like device to complete the case with no patient consequence.